Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A vyaire technical support informed the customer if there was a leak if it is coming out of the nebulizer port there is probably a solenoid leaking. Technical support refereed customer to the service manual for the troubleshooting. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the malfunction was coming from the nebulizer port, and it seems to be leaking during usage to the patient. The reporter determined that there is a patient involvement associated on this event, however no harm noted.